Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the complaint device (slide hammer for hammer guide) was returned for investigation. Based in physical examination, complaint was confirmed. It was observed the handle of the device as broken. Also it was noted that during breakage, besides of the two separated parts a chipping occurred resulted in a missing part of the handle which was not returned for examination. Yes, breakage of handle was observed. Dimensional inspection: the complaint relevant condition cannot be measured without the destruction of the device. Therefore, a dimensional inspection was not performed. Complaint confirmed: yes, the complaint was confirmed based on the physical examination. Investigation conclusion: the reported condition of the complaint device (slide hammer for hammer guide) was returned for investigation. Based in physical examination, complaint was confirmed. It was observed the handle of the device as broken. Also it was noted that during breakage, besides of the two separated parts a chipping occurred resulted in a missing part of the handle which was not returned for examination. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part #: 357.25 , synthes lot #: 4592978 , supplier lot #: n/a , release to warehouse date: 12 may 2003, manufactured by: brandywine, no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1; h4.

Event description:
It was reported that, during reverse logistics audit of returned device at millstone the slide hammer for hammer guide was found broken. No patient involvement. This report is for (1) slide hammer for hammer guide. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.